Event description:
It was reported that a detachment occurred.The patient presented with ST elevation myocardial infarction. The 100% stenosed target lesion was located in the right coronary artery. A Guidezilla II was selected for use. The Guidezilla was loaded onto the guidewire and when it was entering the guide catheter, it was noted that the Guidezilla had separated at the collar. The device was removed in one piece using the normal method. The same event happened with a second Guidezilla. The procedure was completed using a second guidewire for support. There were no patient complications, and the patient fully recovered after the procedure.

Event description:
IT WAS REPORTED THAT A DETACHMENT OCCURRED. THE PATIENT PRESENTED WITH ST ELEVATION MYOCARDIAL INFARCTION. THE 100% STENOSED TARGET LESION WAS LOCATED IN THE RIGHT CORONARY ARTERY. A GUIDEZILLA II WAS SELECTED FOR USE. THE GUIDEZILLA WAS LOADED ONTO THE GUIDEWIRE AND WHEN IT WAS ENTERING THE GUIDE CATHETER, IT WAS NOTED THAT THE GUIDEZILLA HAD SEPARATED AT THE COLLAR. THE DEVICE WAS REMOVED IN ONE PIECE USING THE NORMAL METHOD. THE SAME EVENT HAPPENED WITH A SECOND GUIDEZILLA. THE PROCEDURE WAS COMPLETED USING A SECOND GUIDEWIRE FOR SUPPORT. THERE WERE NO PATIENT COMPLICATIONS, AND THE PATIENT FULLY RECOVERED AFTER THE PROCEDURE.

Manufacturer narrative:
Investigation Results:Media Review:Media attached to the parent record shows a collar weld separation. Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation Conclusion:This investigation has been assigned the conclusion code of Unintended Use Error Caused or Contributed to Event following a review of the reported event details, available information, and product record review. Based on the reported information, the reported event likely occurred as a result of factors encountered during handling. The event can occur during procedure, outside the patient from unintended inappropriate use during interaction between the user and device.